Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the saw smelled "hot" (like electrical burning) when powered on. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Investigation in process, but not yet completed.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.